Event description:
It was reported that during the procedure, after pre-dilating the lesion with a 2.5x15 nc trek balloon inflated 4 times to 18 atmospheres (atm), then 4 times to 14 atm, a 3.0x38 rx xience xpedition stent delivery system (sds) was advanced to a heavily calcified, concentric, 100% stenosed, 25-millimeter (mm) long, de novo lesion in the heavily tortuous 3mm diameter mid to distal right coronary artery. The sds balloon was inflated to 10 atm and held for 20 seconds in an attempt to implant the stent, however, the balloon ruptured; while the stent had deployed, the stent was not fully expanded, thus, additional percutaneous coronary intervention is planned. Removal of the sds was attempted, however, the sds was difficult to remove from the stent and difficult to retract through the 4 fr non-abbott guiding catheter. When the sds was pulled, slight force was applied and the distal shaft separated at the distal shaft bond area and was snared from the anatomy. While the procedure was considered completed, future intervention was planned and successfully performed at a different unspecified date to fully appose the stent to the vessel wall. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, x-treme, wizard78, sion; guide catheter: launcher, corsair, 4 fr kiwami; other: intravascular ultrasound catheter. (B)(4) - against resistance. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Guiding catheter/sheath selection. Evaluation summary: the device was returned for evaluation. The balloon rupture was not confirmed. The shaft separation was confirmed. The difficulty deploying the stent implant and resistance/difficulties during withdrawal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: use guiding catheters of 5 f or larger. In this case, the IFU deviations likely contributed to the reported shaft separation/damage. Additionally the IFU states: should any resistance be felt at any time during coronary stent system withdrawal, the stent delivery system and guiding catheter should be removed as a single unit. Based on the information reviewed, there is no indication of a product deficiency.